Manufacturer narrative:
The field service engineer found a lightly unscrewed tube and crystallization on the ise block. After repair, the qc and ise checks were acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of analyzer alarms and questionable ise indirect gen.2 results from the cobas 6000 c 501 module. The initial chloride result was 129.7 mmol/l and the repeat result was 104.9 mmol/l. The initial sodium result was 117.8 mmol/l and the repeat result was 143.7 mmol/l. The initial potassium result was 3.00 mmol/l and the repeat result was 4.00 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.